Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the programming of the primary controller (B)(4), the controller issued a controller fault while adjusting speed to 1800 to prepare for implant. The monitor was reset and disconnected from the controller. A re-attempt to program was made with the same result. The controller was not used on a patient. A new controller was issued from the operating room's stock.

Manufacturer narrative:
The controller was returned for evaluation. The reported event was confirmed via functional testing. Analysis of the device revealed that the controller passed visual examination and functional testing. The controller was able to start and run a motor fixture, the controller fault was not active when the unit was received. When this type of fault occurs, the power and flow values do not display as intended. Log file analysis revealed six controller fault alarms on (B)(6) 2016. The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.